Manufacturer narrative:
Insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed check blood glucose and button error. The insulin pump was exposed to moisture. Some condensation was visible on the lcd screen. Customer's blood glucose level was 144 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.